Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name neuromodulation device; product ID neu_unknown (serial: unknown); product type: 0217-unknown g2: the country of the event is gb h6 codes belong to the battery pack (neu_unknown). The intellis battery pack model number is either 97745bp or m995402a001. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a blank screen; turning on when regular batteries were inserted so battery pack seems to be the issue. A replacement recharger kit was ordered for the patient.